Event description:
It was observed that during the device evaluation, the duodenovideoscope distal end metal section and forceps elevator were burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the distal end metal section and forceps elevator burn were due to proximity to the distal end of the scope when using a radiofrequency ablation device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.